Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bml handle could not be turned to the unlock position and could not be released. The issue occurred after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 08/19/2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the missing manufacturing date of the product and lot number. Updated fields: d4, h4.

Event description:
No additional information received from customer.